Event description:
It was observed, that during device evaluation. The high flow insufflation unit front panel had dead led element. And the printed circuit board had no lights and warning buzzer. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the suggested events were confirmed by olympus. It was assumed that light-emitting diode (led) issue was lighting failure caused by faulty led. Additionally, it was surmised that the screen was not displayed and buzzer went off due to faulty printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.